Event description:
The customer reported that during a cardiac procedure while performing hemostasis on the patient's chest, a fire occurred inside the chest. The fire was controlled by a nurse pouring sterile water on the patient's chest. The fio2 was 100% but was lowered to 40% following the incident. The generator settings were 30 cut and 60 coag. The surgeon inspected the procedure site, and there was no visible injury after the fire.

Manufacturer narrative:
(B) (4). The generator was fully tested and was found to function normally and within specifications.